Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported air bubbles in the tubing of the reservoir. The blood glucose reading was 110 mg/dl. Customer stated that the insulin pump had not been rewound with the reservoir in place. Customer reported that there were no leaks and that the bubbles did not persist after a set change. Nothing further was reported.